Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load sequence. During troubleshooting, it was found that the cartridge was not entirely loaded due to an o-ring present on the pneumatic tap. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Customer's blood glucose was 217 mg/dl.